Event description:
It was reported that anti-tachycardia pacing therapy and ventricular shock therapy was delivered to convert an arrhythmia. The arrhythmia was detected in the ventricular tachycardia (vt)-1 zone and stored electrogram (egm)s showed a ventricular arrhythmia in progress below the detected rate, the rates increased to 145 beats per minute (bpm) and anti-tachycardia pacing (atp) accelerated the rhythm to ventricular fibrillation (vf) with some beats landing in the ventricular tachycardia (vt) zone. Further, the device delivered anti-tachycardia pacing (atp) therapy unsuccessfully and a shock successfully converted the arrhythmia. No adverse patient effects were reported. The device remains implanted.